Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the screen is scratched up and it is difficult to read the information on the display. The customer's blood glucose level at the time of incident was unknown. The customer was advised the device would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.